Event description:
Additional information received reported that there was 50 percent or greater symptom reduction. The patient called the manufacturer representative figuring that their incontinence returned. It was noted that the patient was instructed on increasing and on changing to a different program. The troubleshooting done to provide insight to the issue was reprogramming. It was reported that the cause of the event was not determined and it was unknown if it was device related. It was unknown how the patient was doing now.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that when the patient moved around stimulation sometimes hurt. The patient was currently on program 1 at 2.1 volts and the patient felt stimulation. Stimulation was increased the day of the report. It was also reported that the patient never received any instruction on how to use the programmer from the healthcare provider (hcp). (B)(6) 2014 (crts (B)(4)): additional information received reported that the patient experienced a loss of therapeutic effect. The increase in symptoms began 3-4 weeks ago when patient started going to physical therapy. The patient woke up 2-4 times a night and did not have enough time to make it to the bathroom. The patient was currently on program 1 at 2.0 volts. The reporter was instructed how to switch to program 2 and increase to 2.0 volts. It was reviewed that stimulation perception could depend upon position. It was also stated that the patient felt a ¿pressure¿ and it felt like her leg was asleep. It was noted that programs 3 and 4 were felt more in the buttocks area (side of anus). The patient was to stay on program 2 at 2.0 volts and monitor symptoms.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0et04, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).